Event description:
It was reported that during a gastric bypass, roux en y, the device laid an incomplete staple line. The surgeon hand sutured to oversew the incomplete staple line. There was no patient consequence.